Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4) event occurred in the united states it was reported that patient faced infusion set leak from site on (B)(6) 2024. The set was in use for couple of hours. The insertion site was at stomach. Blood glucose levels were 468mg/dl at the time of event. The patient addressed high blood glucose by manual injections. No further information available.